Manufacturer narrative:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: (B)(4). It was reported that the ECMO system was prepared and turned on and adjusted to 0. Customer used saline to prefill the extracorporeal circuit, apply the rotaflow drive, connect the oxygenator to the centrifugal pump. The circuit was connected to the patient and the centrifugal pump parameters and alarm values were adjusted. After successful operation, the patient's blood flow was about 4-4.5l/min when the ECMO parameter flow rate was 1500 rpm (revolutions per minute). During use, it was noticed that the patient's blood pressure dropped and lactate increased. Immediately, the rotaflow console was replaced with another device with no consequences for the patient. No harm to any person has been reported. Due to the exchange during use a report in the us is required. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and was able to confirm the reported failure. The lemo rfd master connector (article number (B)(4)) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Based on the given information the reported failure could be confirmed. The affected rotaflow console in question was produced in (B)(6) 2018. The review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2018 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely, however age related aspects can be considered as this was the first installed connector. Historical review: for the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: (B)(4). It was reported that the ECMO system was prepared and turned on and adjusted to 0. Customer used saline to prefill the extracorporeal circuit, apply the rotaflow drive, connect the oxygenator to the centrifugal pump. The circuit was connected to the patient and the centrifugal pump parameters and alarm values were adjusted. After successful operation, the patient's blood flow was about 4-4.5l/min when the ECMO parameter flow rate was 1500 rpm (revolutions per minute). During use, it was noticed that the patient's blood pressure dropped and lactate increased. Immediately, the rotaflow console was replaced with another device with no consequences for the patient. The rotation speed was set to 3000 rpm and the patient's blood flow was about 3.2l/min. After on-site inspection, the monitored flow rate was unstable. It was determined that the lemo master connector was faulty (spare part number: 70103.4666) and needs to be replaced. No harm to any person has been reported.complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.